Event description:
Reporting status: malfunction. Reporting rationale: shaft separation could cause or contribute to pt injury. Device issue: distal shaft separation. It was reported that while unpacking the 5.0 jl jography catheter the distal end was separated. No add'l event or pt info is available.